Event description:
Summary of evaluation in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac. The complaint of physical damage and does not alarm was confirmed. The device has one label on the bottom broken, case is open above the battery compartment visually showing battery compartment. Front panel is missing end caps for the small knobs. O2 knob is cracked. When testing device the complaint was confirmed and isolated to physical impact to device. Summary of the action taken for repairs includes : installed pm kit. Replaced electrical chassis, bottom chassis and front panel to correct the customer reported reason. Replaced small knob and end caps. Replaced cracked battery cover. Reset patient pressure cycling led. Adjusted peep control valve, CPAP control needle and relief pressure control due to output measurements not in tolerance. Performed pm, calibrated unit, cleaned and affixed service label. Device passed all functional testing.

Event description:
It was reported that a smiths medical ventilator had physical damaged/ does not alarm. No adverse patient effects were reported.